Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the unknown laser surgical fiber broke and caught on fire. The fiber was broken at the connection to the soltive laser generator. The issue occurred during a therapeutic ureteroscopy and was completed with a competitor device. There were no reports of patient harm.